Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The customer will be sent a loaner device and the returned device will be scrapped.

Event description:
The customer contacted stryker to report that when attempting to power on their device would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that when attempting to power on their device would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined that the cause of the reported issue was isolated to the single board computer (sbc).